Event description:
It was reported that the user dropped the charging pad and subsequently could not charge the ilet despite trying multiple cords and outlets, resulting in the pump remaining unpowered for nearly a day; replacement charging equipment was arranged. Symptoms included none reported. Outcomes included no alerts or alarms and no reported medical impact. Investigation included device use history review and troubleshooting over the phone with confirmation of a new shipping address. Investigation of this case revealed a suspected mechanical or electrical failure of the external charging accessory following accidental damage, preventing battery charging and normal device operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage to the charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.